Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/06/2016 with the following findings: the review of the black box data showed several power reboots on the date of the alleged issue occurrence. The battery compartment was cracked at the threads; however, the battery cap was able to fit and to maintain electrical connection. Upon performing the rewind step, the pump alarmed with a ¿cs078¿ alarm that was unable to be cleared; therefore, investigators were unable to adequately investigate the reported power complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).